Event description:
Pt in outpatient surgery for mandibular procedure. Post closure of surgical of surgical wound saw blade (#296-34-102) noted to be broken and missing blade portion of inferior border saw blade. Md notified, x-ray ordered. Blade visible on x-ray on pt's right side of mouth. Pt reintubated and sutures removed and blade portion removed. Missing piece retrieved and all portions accounted for by md pt to pacu without further complications.